Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced pain due to the device placement. The patient underwent a surgical procedure to have their icm device explanted and replaced with a new one. No additional adverse patient effects were reported. This icm device has not been returned for analysis. This icm device has been returned for analysis.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced pain due to the device placement. The patient underwent a surgical procedure to have their icm device explanted and replaced with a new one. No additional adverse patient effects were reported. This icm device has not been returned for analysis.